Manufacturer narrative:
Corrected data: - b4 date of this report - d4 catalog number - d10 device availability - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h10 additional narratives/data.

Event description:
Prior to contactless registration, while trying to calibrate the laser the site received the error 'error while initializing the distance sensor. Switch off and back on the distance sensor before tying again'. It was also reported that their appeared to be two beams on the calibration plate. The sensor was switched off and back on and the user still received the error. The robot was then turned off and rebooted and the laser lens was cleaned. The error was still being received so they used a different laser. Resulted in about 45 minute delay as a second laser had to be retrieved from another robot to continue. The case resumed as normal.

Manufacturer narrative:
It was reported that the optical distance sensor s/n (B)(6) caused appearance of the following error message 'error while initializing the distance sensor. Switch off and back on the distance sensor before tying again'. It was also reported that their appeared to be two optical distance sensor beams on the associated laser offset plate s/n (B)(6). The event described in the complaint is confirmed based on the laser beam picture provided by the reporter. Both the optical distance sensor and the laser offset plate were returned at the manufacturing site for evaluation. A testing was performed by the complaint handler and a senior complaint specialist with the returned parts on an equivalent rosa one device at the manufacturing site. The reported issue was reproduced successfully. Therefore the optical distance sensor malfunction is confirmed. It is suspected that an internal optical component is displaced which cause a diffraction issue. D4 unique identifier (UDI) #: (B)(4) corrected data: b4 date of this report, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h4 device manufacturer date, h6 event problem and evaluation codes, h10 additional narratives/data and UDI.

Event description:
Prior to contactless registration, while trying to calibrate the laser the site received the error 'error while initializing the distance sensor. Switch off and back on the distance sensor before tying again'. It was also reported that their appeared to be two beams on the calibration plate. The sensor was switched off and back on and the user still received the error. The robot was then turned off and rebooted and the laser lens was cleaned. The error was still being received so they used a different laser. Resulted in about 45 minute delay as a second laser had to be retrieved from another robot to continue. The case resumed as normal.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Prior to contactless registration, while trying to calibrate the laser the site received the error 'error while initializing the distance sensor. Switch off and back on the distance sensor before tying again'. It was also reported that their appeared to be two beams on the calibration plate. The sensor was switched off and back on and the user still received the error. The robot was then turned off and rebooted and the laser lens was cleaned. The error was still being received so they used a different laser. Resulted in about 45 minute delay as a second laser had to be retrieved from another robot to continue. The case resumed as normal.